Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold measurement. No infection noted. An operation was planned for lead reimplant on the right side. This rv was explanted and will not be returned for analysis. No additional adverse patient effects were reported.